Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. On 12-dec-2016, the hcp sent a text message to the manufacturer representative of a clinician programmer indicating a motor stall and stopped pump period may exceed tube set message occurred. The issue was forwarded to the manufacturer representative who was trained on infusion pumps. That manufacturer representative also contacted the hcp. No symptoms were reported. Surgical intervention did not occur and it was unknown if any further actions were planned. No further information was provided. The status of the patient was stated to be alive and with no injury. It was discussed a pump revision would likely be needed and the patient should be provided oral medications. Additional information was received. The patient had no symptoms. There was only one motor stall recorded. The patient was given a single bolus to reboot. The therapy was effective again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The reason for the motor stall was undetermined by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.